Event description:
It was reported by the hcp that the interstim system was removed due to infection. Following explant the pt was transferred to an infectious disease unit of the hospital. No further information has been provided at this time.